Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws were found misaligned when the applier was cleaned and checked after use. The applier was purchased by the hospital on (B)(6) 2021.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) piece lot in april of 2020. Evaluation of the returned instrument as received shows that it is missing its luer flush port cap and the handle to jaw and knob rotation mechanisms are both dry and sluggish feeling and in need of proper lubrication. Further evaluation shows that the jaws are very slightly misaligned in the closed position but there is no visible damage to the outer tube assembly around the jaw pivot pin area. We are able to validate this complaint. We are unable to determine what caused the jaws to become slightly misaligned in the closed position and for the mechanism to become dry and sluggish feeling of for the luer flush port cap to be missing but mishandling and lack of proper lubrication of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
It was reported that the jaws were found misaligned when the applier was cleaned and checked after use. The applier was purchased by the hospital on (B)(6) 2021.